Event description:
Healthcare professional reports a blood leak noted into the dialysate compartment during pt treatment. New disposables used to continue treatment without incident. Estimated blood loss of 250cc reported. Dialyzer reused prior to this report; number of times unk. Hcp reports no pt injury or need for medical intervention.